Event description:
On (B)(6), 2013, my wife, (B)(6), had a laparoscopic hysterectomy, at (B)(6) hospital, in (B)(6), and the tumors were morcellated, pathology was done immediately afterward and it showed endometrial cancer. Her surgeon was informed on (B)(6) and then got around to informing us on (B)(6). The first CT scan she underwent was on (B)(6), 2013. She then started a round of chemotherapy and has since had two rounds of radiation treatment. Presently, she is suffering through another round of chemo. She has also filed for disability with social security and may not ever teach again. MFR name, city and state: I'd like to know.